Manufacturer narrative:
The reported event of the leaflets fractured and dislodged during rotation was confirmed. One leaflet had dislodged and fractured into multiple pieces. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The cause of the reported event remains unknown, however it is consistent with damage caused by some external force applied to the leaflet and orifice, which overstressed the carbon material.

Event description:
On (B)(6) 2019, a 17mm regent valve was selected for implant. While rotating the valve, a leaflet dislodged was reported to have dislodged from the hinges of the valve and the device was exchanged for a non-abbot device (model unknown). The dislodged leaflet was confirmed to be removed from the patient. The procedure was noted to be prolonged by an hour and the patient remained hemodynamically stable throughout the procedure. The patient is reported to be stable.